Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump and disposable were switched out as a concern for under delivery. The patient was not getting comfortable with epidural despite multiple patient-controlled boluses on top of the infusion. The epidural was disconnected from the pump. The pump and tubing were switched out and infusion continued; followed up with patient an hour later, epidural worked with no concerns.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. D3, g1, and g2 email is: (B)(4).